Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The device is expected to be returned for investigation. If the device is received, a summary of the investigation results will be provided in a supplemental report.